Event description:
Vns pt underwent ncp system replacement surgery due to relentless left neck pain. A voluntary medwatch form indicated a product problem was submitted to manufacturer from user facility. The nature of the alleged product problem was not described. Operative notes from replacement surgery indicate that the pt underwent ncp system replacement surgery electively due to refractory relentless neck pain associated with the device. Both the generator and lead (including electrodes) were explanted and the pt was reimplanted with a new ncp system. The pt is reportedly doing well following ncp system replacement surgery. Treating neurosurgeon indicated that surgical technique during initial ncp system implant may have contributed to the pt's pain.